Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified a fault recorded on 3 august 2021. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The resets resulted in reversion to safety mode operation. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. A series of automated electrical/functional tests were then conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported in a legal claim that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a significant decline in health. The patient had shortness of breath and a decrease in physical capacity. It was reported that the pulses from the device flowed not to the patient's heart, but to the diaphragm. It was indicated that the device was operating in safety mode and was explanted two days later. The location of the explanted device was not known, but the device was not returned to boston scientific. The device was subsequently received and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a legal claim that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a significant decline in health. The patient had shortness of breath and a decrease in physical capacity. It was reported that the pulses from the device flowed not to the patient's heart, but to the diaphragm. It was indicated that the device was operating in safety mode and was explanted two days later. The location of the explanted device was not known, but the device was not returned to boston scientific.